Manufacturer narrative:
Continued e.1. Facility name: (B)(6) hospital. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device was explanted and discarded.